Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A customer reported postoperative inflammation and endogenous infection in a pt after phacoemulsification surgery with intraocular lens (iol) implant. The pt was hospitalized as a result of this event and unplanned medical and surgical intervention was required. On (B)(6) 2014 anterior chamber rinse with vancomycin solution was performed and vancomycin was injected into the vitreous chamber. On (B)(6) 2014, a pars plana vitrectomy was performed and the iol was explanted. Additional information has been requested but not received to date.